Manufacturer narrative:
Other text: five pictures were received to perform an investigation. A visual inspection of the pictures was unable to confirm the reported event. A device history record (DHR) review could not be performed as the lot number was unknown. No root cause could be determined as the complaint could not be confirmed. D4 UDI and e4 are unknown. No product information has been provided to date. D4 UDI and e4 are unknown. No information has been provided to date. Additional information g5. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that during use of the cassette the pump exhibited an air in line alarm. No adverse patient effects were reported.